Event description:
The event was reported that the min button on the device would activate, but the max button wouldn't work. The device was swapped with a second device and the case was completed with no pt consequence.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.